Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly broke when removing it from the introducer. It was further reported that only part of the catheter came out and after sometime, it was found that the balloon stayed in the introducer's shirt. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Two photos were reviewed. The first photo shows a portion of inner guide wire lumen of the catheter with a completely circumferentially ruptured balloon material. The second photo shows the remaining portion of the detached balloon with the detached portion of the distal tip of the catheter along with a marker band. No other anomalies noted. As the submitted photos show the evidence of a complete circumferentially ruptured balloon which detached from the catheter shaft, the investigation is confirmed for the reported balloon detachment and identified balloon rupture. A definitive root cause for the reported balloon detachment and identified balloon rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 09/2025), g3, h6 (method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly broke when removing it from the introducer. It was further reported that only part of the catheter came out and after sometime, it was found that the balloon stayed in the introducer's shirt. There was no reported patient injury.